Event description:
Complaint was reported to lumeris regulatory in 2006. Customer reported 5 individuals with more intense reactions to treatment, including blisters, (2 individuals), footprinting and increased edema, at the usual parameters, one individual received med intervention (topical arnica). Customer is using older sr treatment heads that are beyond the warranty shot count. Customer engineer to evaluate the system and other treatment heads. According to customer, they did not have any problems until the recent installation of a new power supply; ce alerted.